Event description:
The recipient reportedly has an infection at the implant site. The infection was confirmed with a positive bacterial culture. On (B)(6) 2020, the recipient was prescribed clindamycin and bactrim following with minocycline for 2 weeks. The recipient was instructed to keep the incision site dry and clean the incision site with alcohol then applying mupirocin. The recipient is in the process of healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved and the postauricular incision wound healed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.